Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a frozen sleeve over a dirty collet and a seized plunger clamp (with serum) in the reported problem area of the pipette assembly. The tip clamp and plunger clamp were replaced. The instrument inspected, tested without further problem, and returned to service.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample/reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).